Event description:
It was reported that a lead safety switch had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. It was noted that the rv lead is manufactured by a competitor. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).